Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional code: hsz. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The device history record (DHR) shows that this lot of (B)(4) drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. A total of (B)(4) pieces were scrapped at (B)(4) but a reason for scrap was not documented. A review of the DHR revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no anomalies noted. Placeholder.

Event description:
During a right subtalar joint fusion procedure, the surgeon was preparing the joint for fusion. The surgeon was using two 2.0 mm drill bits to decorticate the joint surface. Both drill bits broke off at the tip. A piece of the drill bit remained in the patient and was irretrievable. The surgeon felt that he put too much torque and caused both drill bits to break. There are no plans to remove the broken piece. There was a 10 minute delay in completing the procedure due to attempting to retrieve the broken piece of the drill bit. The surgeon was able to successfully complete the procedure by using a larger drill bit available. There was no reported harm to the patient. This report is 2 of 2 for complaint (B)(4).